Event description:
It was reported that during testing conducted at the manufacturer facility the device was not able to be put in safe mode, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Severe corrosion was found within the device handle and trigger assembly, which can account for the safety bar being unable to be moved by hand. This type of safety failure can cause the device to have the potential for unintended activation.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not able to be put in safe mode, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.